Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for investigation. The investigation on june 19, 2017, omsc confirmed that the ptfe pad was worn and partially peeled. Both the probe and the non-insulated part of grasping section had contact marks with each other. There was no abnormality occurred when we performed probe check. When the operator closed the grasping section and activated seal mode, short circuit error did not occur. The device history record for the lot indicated no abnormality with the event-related items below: (1) hf oscillation inspection, (2) appearance. This type of ptfe pad damage is most likely related to the operator's technique. Based on the past similar cases, it was known that the ptfe pad was damaged since the user output the device in seal & cut mode without contacting tissue (including after the tissue already cut). Based on the past similar cases, omsc assumed that probe damage error occurred in this case. It was known that probe damage error and contact marks occurred since the user kept activating output of the device while the probe contact with the non-insulated part of grasping section which had a worn ptfe pad. Therefore, it was assumed that the subject device did not work because the user could not cancel the probe damage error. The instruction manual of the device has already warned as follows; do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating.

Event description:
During a colon procedure, the subject device was used. It was reported that the subject device did not work. There was no patient injury reported. The subject device was returned to olympus medical systems corp. (Omsc) for investigation. The investigation on june 19, 2017, omsc confirmed that the ptfe pad was worn and partially peeled.